Event description:
It was reported that 211 days post a drug eluting stenting treatment procedure, stent fracture was observed. The physician implanted the 3.50x32mm taxus express2 stent in the mid to proximal right coronary artery (rca). The lesion was 32mm in length and was 3.5mm in diameter. The lesion was not calcified and the vessel was not tortuous. There was an 80% stenosis, and the lesion was not predilated. There were no patient complications reported during the original procedure. Two hundred eleven days later, the patient experienced chest pain and presented at the hospital. The physician discovered stent fracture of the taxus stent, but intima covered the stent and there was no thrombosis present. The stent had fractured in the middle of the stent. The physician did not do any further intervention and instructed the patient to continue to take his plavix.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.